Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported insulin flows out into the cartridge compartment and she also has too high blood glucose level (up to 380 mg/dl). Customer thinks that the cartridges are leaky. No adverse event reported. A request was made for the return of the device.